Event description:
The surgeon implanted a 3-piece silicone lens model aq1016v and was damaged during implantation. The lens was implanted and removed without patient injury. The facility stated the lens was out into pieces before it was removed from the patient's eye. The model and lot numbers of the cartridge and injector were not specified by the facility.